Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 95% stenosed, eccentric, 38x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Without predilating, a 38x2.75mm taxus liberte stent delivery system was advanced to the lesion and the stent was deployed. The stent was well positioned and fully apposed. At discharge, the patient was administered clopidogrel. One week later, the patient had chest pain and angiography confirmed stent thrombosis. No additional patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.